Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. Troubleshooting was performed and it was found that the customer had received a no delivery alarm the day of the event. The insulin pump passed the prime and high pressure tests. The customer was advised to consult with her doctor regarding a possible buildup of scar tissue at her sites.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.